Event description:
I used fixodent from approximately 1990 - 2004. Experiencing numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. Blood of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medicare treatment neuropathy. I can't walk anymore than a block. The pain in my legs is so bad. I have to stop and hold onto something. My legs shake, and numbness. I fall in streets. Also, when I use toilet, my numbness in my legs, and severe pain. Less than five minutes. I stand up. My legs shake like hell. Also pain severe. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1990 - 2004. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.